Event description:
The male patient received 2.5 x 18 and 2.5 x 08 cypher select stents in the proximal lad in 2006. The lesion was a bifurcation requiring double guidewire and was moderately calcified. The patient was hospitalized for unstable angina in 2007. The patient had a pci of the previously treated target lesion. The proximal lad was treated with a 3.5 x 8 mm cypher select at 12 atm.

Manufacturer narrative:
This device is distributed outside the united states: however it is similar to the united states product. This device is none of two products associated with this event. Please refer to MFR. Report # 9616099-2008-00834. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.